Event description:
Following back surgery, hemovac drainage tube was being discontinued when tip of tubing broke loose. Pt required additional procedure under general anesthesia to retrieve tip. Second medwatch report on same lot as before-this report late due to just recent discovery from conversation with surgeon.